Event description:
After 2 years and 8 months of implantation, the device was explanted in 1999 because the patient received multiple shocks while at home and in the hospital, without having any symptoms. The lead was checked and found to be acceptable. Therefore the ICD was explanted.